Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery was performed with a proglide device via a 6fr sheath after a coronary interventional procedure. Reportedly, at first the guide wire was not able to be inserted into the proglide device. However, the guide wire was able to be inserted into the proglide device but it was very tight. The proglide device successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.